Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a coronary intervention procedure for treatment of an unspecified vessel, air was observed to be coming from the three-way stopcock connected to the 20/30 indeflator when negative pressure was applied. The three-way stopcock was replaced for another non-abbott three-way stopcock and there was no air leaking observed. The procedure was successfully completed. In order to study the root cause of the air leakage, negative pressure was applied to the 20/30 indeflator by pushing the white cock of the three-way stopcock to the body of the indeflator with force and air did not come into the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.